Event description:
Information was received from a physician regarding a male patient, with patient, with a medical history of gonarthrosis in the left knee and prior synvisc injections in september 2004 with good results. He experienced a swollen inflammatory knee and knee effusion after receiving synvisc in 2005. The patient received two injections of synvisc in the left knee in 2005. The physician saw the patient in sept 2005 for the second injection and reportedly the patient experienced a swollen inflammatory knee. The knee was aspirated and 140 cc sterile fluid was removed. Results of the analysis showed proteins 46g/l and wbc: 1100. After the aspiration the second injection was given to the patient. Some hours later, the patient experienced "again very rapidly an effusion." The physician suggested a possible pseudo-allergic reaction. The following day the patient was hospitalized for treatment (puncture twice corticosteroids injection). Six days later the patient was seen by the physician and the knee had a normal size. At the time of this report, the patient had recovered. Follow up information was received in sep-2005 from the physician, who reported an "allergic reaction with aseptic arthritis after injection." 12 hours following the first injection the patient experienced knee pain, knee inflammation and hydrarthrosis without any septic signs. On unknown date the sedimentation rate was 16, crp 6.6 and wbc 6 300. In sept 2005 after the second injection of synvisc the patient experienced immediate reconstitution of hydrarthrosis and inflammatory signs. The knee was aspirated and 140 cc of effusion was withdrawn. The results showed yellow, sterile fluid with no crystals, protein 46g and wbc 1100. The patient was hospitalized: two aspirations were performed, followed by intra-articular steroid injection. The knee returned to normal size; the third injection was not given. The severity of the events was assessed as moderate and the causality was assessed as definite. Follow up information was received in 2005 from the physician who reported that the patient was hospitalized for 4 days in 2005 for treatment of an inflammatory reaction in the left knee following second series of synvisc injections. Qa investigation results: review of data did not indicate trends that could be associated to any product complaint.